Event description:
Company received a report from a biomedical engineer that the unit provided an intermittent audible tone. There was no patient harm reported.

Manufacturer narrative:
The device associated with this unit was requested back for evaluation but it has not yet been received.